Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The 28mm standard femoral head cat # 6284-0-128; lot b6ceh was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "components were removed due to an infection".